Event description:
It was reported that the patient underwent generator replacement surgery on (B)(6) 2015. The explanted generator has not been received to date.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient has had increased seizure duration and intensity in the last few months that are not the result of symptoms, trigger, or illness associated with seizures or medication compliant. It was noted that the patient's mother was reluctant to use ativan due to side effect of extreme drowsiness. It was noted that generator battery nearing end of service is suspected; although diagnostics do no indicate near end of service. Generator replacement was recommended. The physician indicated that the increase in seizures was probably below the patient's pre-vns baseline frequency, but was not sure. No additional relevant information has been received to date. No known surgical interventions have been performed to date.